Event description:
It was reported that it was unsure if the alarm was heard but it was confirmed by telemetry as a critical alarm occurring. ¿reset occurred ¿ low battery.¿ it was noted that physician found multiple low battery reset entries when looking at the logs dated back to (B)(6) 2014. It was noted that the patient¿s last refill was (B)(6) 2013. It was noted that there had been a motor stall and recovery on (B)(6) 2014 from ¿16:34 to 19:10.¿ it was reported that the manufacture representative thought the patient had an MRI during that time but it was not completely clear as there was a language barrier. It was noted that patient reported being in a ¿tube¿ around the time for a medical procedure. It was unknown how long the MRI took, so it was unknown at how long the stall ¿post-MRI may have lasted.¿ patient had not reported any increase in pain or any withdrawal symptoms. It was noted that the printout showed 43 months left for elective replacement indicator (eri). The pump system was delivering bupivacaine and morphine. Additional information received reported there were no symptoms. It was noted that the stall did not recover. (However, on the pump log showed a motor stall recovery occurred on (B)(6) 2014 at 23:12, but did not show when the motor stall had occurred. It also showed a motor stall occurred and recovered on (B)(6) 2014 from ¿16:34 to 19:10¿). It was reported that the cause of the stall was an ¿MRI in (B)(6).¿ it was noted that on (B)(6) 2014 troubleshooting was done by evaluating logs, it showed a stall occurring on (B)(6) 2014. It was reported that pump was showing ¿low battery¿ but it had occurred on the day of an MRI. On the pump log it showed ¿reset occurred-low battery¿ started occurring on (B)(6) 2014 from 11:25 to 20:58. It was noted that several resets were attempted by pump but not successful. It was noted that pump went to minimum flow rate. It was stated the patient never had any signs of withdrawal; patient was doing well on lower dosage on day of report. It was noted the healthcare provider (hcp) had checked pump ¿now twice¿ and it was functioning perfectly.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).